Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of essure") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("breakage of essure insert"), abdominal pain lower ("severe lower abdominal pain / abnormal cramping"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove the essure device and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia and menorrhagia was resolving and the device breakage and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia and procedural pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ breakage of essure insert"), device dislocation ("malposition of essure device location of device: folded in left fallopian tube"), fallopian tube perforation ("migration and perforation of essure"), device expulsion ("migration of essure device location of device: device broke and pieces migrated into uterus"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 685781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from 2000 to (B)(6) 2010 and ortho-tricyclin in 2006. Concurrent conditions included esophageal reflux, cervical dysplasia and (B)(6). Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("unable to insert essure coil into right fallopian tube"). On (B)(6) 2010, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / abnormal cramping"), the second episode of dyspareunia ("pain during intercourse"), the second episode of menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain pelvic and left side"), abdominal pain ("abdominal pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (salpingectomy (one side removal of fallopian tube)), surgery (surgery to remove the essure device and salpingectomy) and surgery (dilation and curettage to remove pieces of device from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, procedural pain, vaginal haemorrhage, dysmenorrhoea, pelvic pain, complication of device insertion and uterine haemorrhage outcome was unknown, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, the last episode of dyspareunia and the last episode of menorrhagia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage, the first episode of dyspareunia, the first episode of menorrhagia, the second episode of dyspareunia and the second episode of menorrhagia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding, abdominal pain, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 01-mar-2018: mr received: event abnormal uterine bleeding was added. Laboratory data, concurrent condition and reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/breakage of essure insert"), device dislocation ("malposition of essure device location of device: folded in left fallopian tube"), fallopian tube perforation ("migration and perforation of essure"), device expulsion ("migration of essure device location of device: device broke and pieces migrated into uterus") and genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 685781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from 2000 to (B)(6) 2010 and ortho-tricyclin in 2006. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilisation. On b)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("unable to insert essure coil into right fallopian tube"). On (B)(6) 2010, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / abnormal cramping"), the second episode of dyspareunia ("pain during intercourse"), the second episode of menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain pelvic and left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), surgery (surgery to remove the essure device and salpingectomy) and surgery (dilationh and curretage to remove pieces of device from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, procedural pain, vaginal haemorrhage, dysmenorrhoea, pelvic pain and complication of device insertion outcome was unknown, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, the last episode of dyspareunia and the last episode of menorrhagia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of dyspareunia, the first episode of menorrhagia, the second episode of dyspareunia and the second episode of menorrhagia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug, concomitant drug were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: folded in left fallopian tube, migration of essure device location of device: device broke and pieces migrated into uterus, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain abdominal/ pelvic and left side, did you undergo an essure confirmation test, unable to insert essure coil into right fallopian tube. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/breakage of essure insert"), device dislocation ("malposition of essure device location of device: folded in left fallopian tube"), fallopian tube perforation ("migration and perforation of essure"), device expulsion ("migration of essure device location of device: device broke and pieces migrated into uterus"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 685781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2000 and human papilloma virus infection. Previously administered products included for an unreported indication: depo-provera from 2000 to 1-mar-2010 and ortho-tricyclin in 2006. Concurrent conditions included esophageal reflux, cervical dysplasia and cervicitis human papilloma virus. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("unable to insert essure coil into right fallopian tube"). On (B)(6) 2010, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / abnormal cramping"), the second episode of dyspareunia ("pain during intercourse"), the second episode of menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain pelvic and left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (salpingectomy (one side removal of fallopian tube)), surgery (surgery to remove the essure device and salpingectomy) and surgery (dilationh and curretage to remove pieces of device from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, uterine haemorrhage, procedural pain, vaginal haemorrhage, pelvic pain and complication of device insertion outcome was unknown, the fallopian tube perforation, abdominal pain lower and the last episode of menorrhagia was resolving and the genital haemorrhage, the last episode of dyspareunia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage, the first episode of dyspareunia, the first episode of menorrhagia, the second episode of dyspareunia and the second episode of menorrhagia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results: (B)(6) 2011, ultrasound of the female pelvis: two dominant follicles in the left ovary. Small amount of fee fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding, abdominal pain, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/breakage of essure insert"), device dislocation ("malposition of essure device location of device: folded in left fallopian tube"), fallopian tube perforation ("migration and perforation of essure"), device expulsion ("migration of essure device location of device: device broke and pieces migrated into uterus"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 685781) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included loop electrosurgical excision procedure in 2000 and human papilloma virus infection. Previously administered products included for an unreported indication: depo-provera from 2000 to (B)(6) 2010 and ortho-tricyclin in 2006. Concurrent conditions included esophageal reflux, cervical dysplasia and cervicitis human papilloma virus. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("unable to insert essure coil into right fallopian tube"). On (B)(6) 2010, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / abnormal cramping"), the second episode of dyspareunia ("pain during intercourse"), the second episode of menorrhagia ("prolonged menses"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain pelvic and left side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (salpingectomy (one side removal of fallopian tube)), surgery (surgery to remove the essure device and salpingectomy) and surgery (dilationh and curretage to remove pieces of device from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, uterine haemorrhage, procedural pain, vaginal haemorrhage, pelvic pain and complication of device insertion outcome was unknown, the fallopian tube perforation, abdominal pain lower and the last episode of menorrhagia was resolving and the genital haemorrhage, the last episode of dyspareunia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage, the first episode of dyspareunia, the first episode of menorrhagia, the second episode of dyspareunia and the second episode of menorrhagia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results: (B)(6) 2011, ultrasound of the female pelvis: two dominant follicles in the left ovary. Small amount of fee fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding, abdominal pain, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Events outcome for abdominal pain, genital bleeding, dymenorrhia, dyspareunia updated to recovered resolved. Historical condition added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.